Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact on the customer¿s blood glucose level. The customer received complete pump reset information from the technical support team, successfully performed the reset procedure, and resumed their sensor session without encountering further errors.